Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants which was confirmed via ultrasound imaging. As a result, the patient scheduled removal on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08532 for the contralateral event.

Manufacturer narrative:
On july 26, 2022, mentor was provided with additional information. The patient underwent bilateral removal and replacement with 375cc mentor memorygel xtra breast implant (left-sided) and 350cc mentor memorygel xtra breast implant (right-sided). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspected device was provided. The ultrasound that discovered the ruptured implants was conducted on may 23, 2022. As such the date of event was updated to may 23, 2022. On july 28, 2022, mentor was provided with the patient's age at the time of the event. The appropriate field has been populated. On august 12, 2022, mentor completed an evaluation using photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Manufacturer¿s reference number: (B)(4).